Event description:
The previously reported acute closure is indicated as having been probably caused due to guide thrombosis. Investigator assessed that the event was remotely related to the study device. Patient recovered following this event. Cardiac death occurred approximately 40 months post index procedure following cardiac arrest. Mechanical ventilation was performed prior to the death. Investigator assessed that the death event was not related to the study device.

Event description:
The 4th stent implanted during index procedure was to the cx. Approximately 12 months post index procedure, the patient had a target vessel CABG revascularization of the svg to obtuse marginal due to coronary artery disease progression. The lima to lad, svg to diag branch and svg to rca were also treated with CABG on the same day. Investigator has assessed that the event was not related to the study device.

Event description:
Additional information reported that the previously reported CABG occurred 13 months post index and not 12 months as previously reported. It was also reported that the patient suffered an mi in the target vessel on the same day as the index procedure. Investigator indicated that the event was remotely related to the study device. The action taken was ibiiia inhibition and export thrombectomy.

Event description:
Mi occurred 1 day post index procedure, not on the same day as the index procedure as previously reported. The investigator has indicated the mi was not related to the study device. Patient death occurred as a result of multi-organ failure and cardiac arrest. Correction to notification date reported in initial MDR. Notification date (B)(6) 2009

Event description:
It was reported that the patient recovered from the previously reported mi event.

Manufacturer narrative:
Other, secondary intervention - guide aspirated and the wires were removed. Evaluation results: stent thrombosis.

Event description:
The patient presented with cardiomyopathy. Patient had diabetes, which was poorly controlled probably for months, if not years. He has got critical lesions in the circumflex bifurcation and in the left posterior descending artery. A 2.5 balloon was used to dilate both vessels. A 2.5 x 12mm endeavor drug-eluting stent was placed in a t configuration in the obtuse marginal. There was still a distal edge lesion that was covered with another 2.5 x 12mm endeavor drug-eluting stent. This gave a good angiographic result. The left posterior descending artery was successfully stented with a 2.5 x 18mm endeavor drug-eluting stent with a very good angiographic result. Once this was in place a 3.0 x 24mm endeavor drug-eluting stent was placed across the obtuse marginal in a t configuration. This gave a good angiographic result although there was a residual waste in the mid vessel, was post dilated with a 3.0 non compliant balloon. The central lumen of the vessel had a good angiographic result although there was slight impingement then of what appeared to be the ostial circumflex and it was decided to proceed with kissing balloons. The circumflex was rewired easily with the short prowater, although several balloons would not pass, presumably due to the presence of a stent strut. After the last attempt, pressure was lost in the guider and the guide catheter was aspirated back rather easily. There was then a pressure visualized in the guider tip but next puff of contrast demonstrated what appeared to be a clot through out the left main and the left coronary system including the left anterior descending with visible clot in the proximal left anterior descending. At this time pressure in the guide catheter was lost and the patient lost consciousness and cardiopulmonary resuscitation was ensued. The catheter were aspirated several times with no blood return and physician assumed more clots. The guide was aspirated and the wires were removed and another 7-french guider was placed into the left main while CPR was administered. The next injection of contrast demonstrated restoration of flow through out the entire left coronary system and the patient's rhythm returned to normal with blood pressure and regain of full consciousness. The explantation offered by the physician was possible clot that had entered the main and left coronary system from the guide and with successful export of the clot via the catheter that was removed. There was still a small clot at the ostium of the obtuse marginal and integrilin was administered. The procedure was terminated, due to good flow and the difficulty in attempting to kiss the obtuse marginal atrioventricular circumflex initially. Patient was transported to cardiac intensive care unit in a stable condition (reference MFR report# 2953200-2009-01033). The investigator's assessment states that there is a remote relation between the device and the event. There is a definite relation between the procedure and the event.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction); conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The relationship between the previously coronary artery disease progression leading to target vessel CABG revascularization and study device was changed to possibly related.

Manufacturer narrative:
Correction to notification date reported in initial MDR. Notification date (B)(6) 2009.